Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07323, 2017865-2020-07324, 2017865-2020-07325. It was reported that the patient presented in the hospital with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator system. The physician explanted the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead. The patient was recovering post-procedure.